Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex device was returned outside phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. In addition, the middle section of the braid was found to be opened and no damage. No flash or voids molded were observed in the hub. The catheter body was found to be flattened from ~2.5cm to ~4.0cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were ob served. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of pipeline flex braid was found to be fully opened and no damaged. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate. Which eliminates this factor out as potential causes. There is no complaint against the phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no friction or resistance during delivery of the pipeline device, and the catheter was flushed according to IFU during the procedure. No additional steps or devices were attempted to open the pipeline, such as resheathing, wire, catheter, or balloon. The cause of the malfunction was not determined.

Manufacturer narrative:
Updated: b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, model number: fg15150-0615-1s, lot number: 230181945. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent (ped) failed to open completely. The patient was undergoing dense mesh stent flow diversion surgery for treatment of an unruptured, amorphous, left internal carotid artery c6 segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The arterial landing zone diameter was 3.6 mm distally and 4.5 mm proximally and the right femoral artery access vessel diameter was 8 mm. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed slowed blood flow within the aneurysm. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). During the operation, after the phenom 27 microcatheter was in place, the ped-450-20 stent was delivered into place, and the tip of the microcatheter was withdrawn to deploy the stent. The distal end of the stent opened smoothly, but the middle section could not open when passing through the bend. After repeated tension adjustment and retraction and deployment again, it still could not open after 20 minutes, so the stent was resheathed and withdrawn from the body together with the microcatheter, and a new phenom 27 microcatheter and a ped-450-18 stent were used to complete the procedure. More than 50% of the pipeline had been deployed when it failed to open and it was resheathed less than or equal to 2 times. No patient symptoms or complications were associated with this event. Ancillary devices include: phenom 27 microcatheter, stryker guidewire.